Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system during a device interrogation revealed a code 1005, indicating an open circuit condition. Technical services (ts) was consulted, discussed the therapy event appeared to be atrial driven, for which the patient received two inappropriate shocks and one anti-tachycardia pacing (atp). Ts noted the second shock tripped the code 1005. Ts stated that cannot guarantee that future shocks would be able to convert and discussed rv lead replacement may be needed. This ICD system remains in service. No additional adverse patient effects were reported.